Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor demo was accidentally turned on and he was only seeing sensor glucose readings of 129. Customer was making setting changes without his glasses. Customer turned the sensor demo setting off and his actual sensor glucose reading was 237. Customer mentioned that he had high and low blood glucose readings today of 48 mg/dl and 201 mg/dl. Customer declined troubleshooting for his blood glucose readings because he will talk to his doctor about it.